Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one (1) unit of polyflux 14l, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the two provided photos showed in photo one the product label. Photo two showed the product during priming with waterdrops visible in the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.